Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned, severed 93mm from the terminal pin. Only the proximal segment was returned.further visual observation noted cuts iin the insulation. Stretched conductor coils were noted on both the anode and cathode conductors at the severed end. Further testing confirmed the lead to be electrically continuous.

Event description:
Additional information was received that this lead was returned for reliability analysis.

Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited oversensing with lead manipulation at the time of implant. The bipolar lead model 4269 was removed from the header, reinserted and the sensing issue was corrected.